Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued using the existing cartridge for insulin therapy on the pump.